Event description:
Patient developed staph aureus infection and responded well to treatment with levaquin 500mg. Patient has resolved and there are no reported sequelae.

Manufacturer narrative:
Patient's chest treated at 2 joules. Labeling recommends treating ventral areas with no more than 1.5 joules. Labeling includes the following risk: following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.